Manufacturer narrative:
Summary of evaluation:the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedure.

Event description:
The product was opened by the surgeon who said it was "faulty." There was no adverse consequence for the pt or delay in surgery or anesthesia time.